Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of distal tip detached.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2024. During the procedure, when the needle was deployed, the tip came off. The tip did not fall into the patient. Another of the same device was used to complete the procedure. There were no patient complications as a result of this event.